Event description:
Patient reported that implantable neurostimulator (ins) had not been doing them any good and they had turned it off. Device had been off for a year now. They had no symptom relief since implantation and the situation had gotten more intense. Ins site was sensitive to sitting all the time and it was a little sore. Patient worked with the doctor in the office but nothing they tried brought about any relief. Patient would seek for another doctor. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information was received from a patient on (B)(4) 2017. The patient stated that from being implanted on (B)(6) 2014 they checked with their doctor¿s office often to enlist relief from urinary leaking. The doctor¿s assistant carefully worked with variation in the stimulator settings; some were causing stimulations in the left leg nerve to produce involuntary movements causing pain in that leg. Any less stimulation gave no relief from leaking. Finally, in the spring the patient gave the whole thing up and turned the device off. The patient noted that they do not drive and "we lived 30 minutes from the doctor¿s office, so the doctor visits were becoming impossible." The patient stated that since that time, they have been hosting a foreign object in their right hip and they only presume that would account for sensitivity at the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.